Event description:
A caller reported a malfunction on their pump, specifically malfunction code 14. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions for resetting the pump, assisted the caller with the process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappeared, which the caller acknowledged and understood.